Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 47 mg/dl, 94 mg/dl, and 80 mg/dl. No blood glucose symptoms reported with these results. No action was taken based on device results. No quality controls used. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Additional concomitant medical products: allopurino 100mg twice daily - 2 years;furosemide 40mg once daily - 2 -3years; lisinopril 40mg .5/day - 2-3 years.